Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, a reservoir tube missing o-ring, a case cracked at the display window corner, a minor scratched lcd window, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to the broken reservoir tube lip.

Event description:
The customer reported via phone call that she was at her endocrinologist and they told her that the insulin pump has damage on the reservoir compartment. Customer stated that the rubber ring is gone and the reservoir has fallen out a few times. Customer's blood glucose was 234 mg/dl at the time of the incident. Customer stated that the reservoir compartment was chipping off and the rubber ring was gone. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up.